Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, a service history review, and an alarm log review were performed. The battery low alarm was identified during functional testing and the alarm log review. The cause of the condition was determined to be blown fuses. To correct the condition, the fuses were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an unspecified battery issue. It was not specified when in the process this occurred. There was reportedly no patient involvement. No additional information is available.